Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent a previous spinal fusion. At an unknown time post-op, the patient returned for a second surgery for an unknown treatment. During the second surgery, it was noted that there were 2 broken rods. Surgeon removed both broken rods. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.